Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer's guardian reported the customer's freestyle freedom lite blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. As a result of the meter not working, the customer's guardian reported the customer experienced symptoms of fatigue, dizziness and loss of consciousness. The customer reportedly took insulin, but the date and time are unknown. The paramedics were called and it was reported they administered an intravenous solution described as "glucose". The customer was then transported to a health care facility where he was diagnosed with hyperglycemia and kept being treated with an intravenous solution (name is unknown). There was no report of death or permanent impairment associated with this event.